Event description:
It was reported that the bd maxzero¿ multi-fuse extension set with needleless connector tubing was occluded during the flush and during use. The following information was provided by the initial reporter: "there have been several recent events with the maxzero quadfuses. The tubing is unable to be flushed though during setup and also noted to be occluded during use. This is despite the staff having awareness and utilizing the two step connection process. It is a pain point as these are most frequently used for high acuity patients for critical medication infusions."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 09-feb-2023. H6: investigation summary: three samples (model #mz9275) were returned by the customer. It was reported by the customer that the tubing is unable to be flushed. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. Each maxzero on each of the sets were connected to a 10 ml bd syringe and attempted to be flushed with water. All maxzeros on all of the returned sets were able to be flushed. All maxzeros were connected to a bd primary set and attempted to be primed with saline. The sets were successfully primed. The failure was unable to be replicated, and the complaint could not be verified. A root cause was unable to be determined because the failure was unable to be replicated. A device history record review could not be performed on model mz9275 because a lot number is unknown.

Event description:
It was reported that the bd maxzero¿ multi-fuse extension set with needleless connector tubing was occluded during the flush and during use. The following information was provided by the initial reporter: "there have been several recent events with the maxzero quadfuses. The tubing is unable to be flushed though during setup and also noted to be occluded during use. This is despite the staff having awareness and utilizing the two step connection process. It is a pain point as these are most frequently used for high acuity patients for critical medication infusions."